Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photos noted: the first image depicts the dissector balloon, it's bloodied and not inflated. The obturator is lying next to the balloon. The second image depicts the dissector balloon with the insufflation bulb attached. The balloon is bloodied and not inflated. The third image depicts two insufflation bulbs, one is attached to the uninflated dissector balloon. There are many surgical devices also in the image. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the balloon was inserted into the abdomen during a laparoscopic bilateral inguinal hernia, the balloon did not inflate. It was stated that the surgeon felt something changed with the balloon and felt the quality of the balloon has reduced. The balloon never inflated no matter how many times they pumped air into the bulb. A second balloon was opened and the same issue occurred. A third balloon was opened to complete the case. There was no patient injury.